Event description:
Following an electrophysiology procedure, the technician noted the fast-cath introducer sheath had separated from the hub; the sheath section remained in the patient's vein. The physician performed a cut down procedure and the sheath section was removed from the vein without incident. An x-ray confirmed all device components were removed.